Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomed, contacted physio-control to report that their device failed to reach a full charge during testing. The device would begin to charge, but would revert to the calibration menu before providing the defibrillation energy. The biomed also advised that a service indicator was present and there was a defibrillation code in the memory. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to a shorted integrated circuit (ic) chip, designator u1, on the analog pcb assembly. This caused a resistor, designator r212, to burn, and the subsequent failure of the device to charge and deliver defibrillation energy.